Event description:
Covidien received information that this n65 pulse oximeter is missing segments in the saturation of peripheral oxygen (spo2) window. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Failure investigation verified customer complaint that unit display was missing segments. Isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the device passed testing.(B)(4).